Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed arms 1 and 2 drifting while unclutched; however, it could not duplicate drifting on arm 4. Also, fse observed table rolling across floor and performed test drive and intuitive motion. There were no faults or drifting occurred during test drive. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) arm 4 had been drifting, and the customer believed an uneven operating room floor had been contributing to the issue. Technical service engineer (tse) advised the customer to press the port clutch button when the usm arm drifted to stop the movement and mitigate the drifting. The procedure was continuing with no reported injury.